Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had top on the reservoir compartment came off. The customer's blood glucose was 160 mg/dl at the time of incident. The customer reports that reservoir was still able to locked in place with the used of glue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir locked in place due to reservoir does not stay tube lip broken off. Device passed displacement test.